Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the patient's information was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from (B)(6) contacted on behalf of his child to report that their contour next link 2.4 meter was automatically reset after which the units of measurement changed from mmol/l to mg/dl and the previous blood glucose readings were wiped out from the meter's memory. Additionally, the only language options available on the meter were english and spanish. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The serial number for the returned meter on the label did not match with the serial number in the customer service mode of the meter. The meter language setting selection had only two choices i.e. English and spanish and the units of measurement changed from mmol/l to mg/dl. The meter did not have the ability to perform blood glucose tests after the issue occurred. The error logbook contained an e84 error indicative of software reset and e35 error indicative of meter-pump communication problem. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, and bolus history. The meter was unable to be connected to the reference insulin pump. The cause of the issue was due to a software error.